Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: art.352.040 / 8034645, unfortunately are not able to determine the exact cause which has led to this reported occurrence without further information. We can only assume that the damage due to a temporary overloading has occurred. The coupling of the reamer head is completely twisted, which positioned the reamer. This is an indication that a mechanical overload in combination with lateral stress is happened during use. Based on these findings we conclude that the cause of the occurrence is not due to any manufacturing non-conformances. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a reamer head broke during surgery. No patient harm and no prolongation of surgery were reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.